Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under this MDR report number 2429304 - 2022 - 00119.

Event description:
The customer reported to olympus, during five (5) unspecified procedures involving the subject device, the balloon dislodged and had to be removed from the airway. The customer also reported in a different procedure, the distal end of the scope was found to be broken; the plastic distal end broke off, where it holds the knob onto the distal end of the scope; and no patient harm/injury. The reported events are captured in 6 complaints as follows: (B)(6) is for the scope and broken distal tip event 1: balloon dislodged. (B)(6) complaint for scope, (B)(6) complaint for balloon. There were no apparent abnormalities in the appearance of the scope/balloon prior to the start of the procedure. The balloon appeared intact, properly secured, and functioning prior to the case. The balloon was retrieved (intact) from the airway using biopsy forceps. There have been no adverse effects to the patient as a result of this occurrence. The patient's current condition is stable and discharged without incident. Event 2: balloon dislodged. (B)(6) complaint for scope, (B)(6) complaint for balloon. There were no apparent abnormalities in the appearance of the scope/balloon prior to the start of the procedure. The balloon appeared intact, properly secured, and functioning prior to the case. The balloon was retrieved (intact) from the airway using biopsy forceps. There have been no adverse effects to the patient as a result of this occurrence. The patient's current condition is stable and discharged without incident. Event 3: balloon dislodged. (B)(6) complaint for scope, (B)(6) complaint for balloon. Event 4: balloon dislodged. (B)(6) complaint for scope, (B)(6) complaint for balloon. Event 5: balloon dislodged. (B)(6) complaint for scope, (B)(6) complaint for balloon. This event is for event 4: balloon dislodged: (B)(6) complaint for balloon. (B)(6) complaint for scope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the detachment of the balloon could not be identified. However, it is likely that the device handling by the user contributed to the reported event. It is likely that the balloon was not lubricated, and/or the balloon was likely not completely deflated before the endoscope was withdrawn from the patient. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿never inflate the balloon to a diameter of more than 20 mm when using the endoscope in the trachea. This could result in suffocation of the patient. Never withdraw the endoscope while the balloon is still inflated. Otherwise, the balloon may burst or come off the distal end of the endoscope. If the balloon cannot be deflated, insert the channel cleaning brush (bw-400b) into the irrigation port. Using slow, short strokes, carefully feed the brush to remove debris. After that, the balloon can be deflated. When withdrawing the endoscope, make sure that the balloon is completely deflated, using the ultrasound image and endoscopic field of view. Withdrawing the endoscope while the balloon is inflated could result in patient injury. Always lubricate the balloon before insertion. Otherwise, the balloon could rupture or come off. This could result in patient injury.¿ the supplemental report includes a correction to d8. Information added to d8 that was inadvertently not included on the initial medwatch. Olympus will continue to monitor field performance for this device.